Event description:
It was reported that a burr stuck in lesion occurred. The stenosed target lesion was located in the left anterior descending artery. A 1.50mm rotalink¿ plus was used to treat the target lesion. During procedure, it was reported that the burr was stuck in the left anterior descending artery distal to the lesion. The physician was able to removed the burr and burred through the artery. The device was completely removed after several attempts by advancing out the burr and wire under dynaglide mode. The procedure was completed with this device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).